Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 3mg/ml at 0.9 mg/day via an implantable pump for an unknown indication. On (B)(6) 2015, the patient's pump was moved from her abdomen to her buttock per her request. During surgery, the sutureless connector (sc) was replaced due to a buildup of tissue in the connector. The catheter was patent and the patient had no issues with over or underdose. The patient didn't experience any signs or symptoms. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the catheter found a non-significant indent in the seal that did not affect infusion. An indent was seen down in the cup of the sc connector.